Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced the cartridge and infusion set but did not perform the fill tubing sequence, resulting in interrupted insulin delivery and hyperglycemia after a meal; the user then replaced the site, completed the fill tubing, and insulin delivery resumed on an ilet system. Symptoms included elevated blood glucose to 300 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia outside the target range for approximately 45 minutes, with no back-up therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education performed by support, with no device alerts or alarms reported. Investigation of this case revealed the user did not follow correct infusion set deployment sequence on the user interface leading to no insulin delivery until tubing was filled, which resolved after proper setup. It was concluded, based on previously established findings for similar reports, that user setup error was the probable cause.